Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was right ventricular (rv) lead integrity warning. It was noted there was oversensing and lead impedance variation. The lead was capped and replaced. Rv lead happened to test out normally during replacement within range impedances and no noise observed. The doctor could not rule out the device with 100% certainty. The device was explanted and replaced. No patient complications have been reported as a result of this event.